Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an external ram crc error alarm and an unexpected restart error alarm. Troubleshooting was performed and customer was assisted with programming time and date. Customer was advised that battery cap would be replaced. Customer called back after receiving battery cap and advised that issue was not resolved. The unexpected restart error alarm was received and insulin pump was not stored or not in use for an extended period of time. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump passed the self test and unexpected restart error alarm test. No unexpected restart or external ram crc alarms were noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip. No damage to the battery cap noted. No unexpected frozen screen noted during our testing.